Event description:
It was reported that the patient presented for in-clinic follow-up. Upon interrogation of the pulse generator, the battery longevity estimation was far greater than previously measured. The cause of the anomaly was unclear, as it occurred after the healthcare provider adjusted the pacing settings. No interventions were made. There were no patient consequence.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the pulse generator was explanted and replaced. Further information was requested but not received.

Manufacturer narrative:
Reported event of overestimation was confirmed. Analysis of device image indicated code corruption was the cause of overestimation. Upon receipt, the device was detected in back-up mode. The device went into backup mode after explant, which was consistent with exposure to extreme temperature. The device was cut open and battery voltage was found to be at end of life (eol). A longevity assessment was performed, and the implant duration exceeded 75% of total projected longevity indicating normal battery depletion. Further analysis performed after installing new battery found no anomaly.

Manufacturer narrative:
Correction: h6 - investigation conclusions.